Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they showered with insulin pump and insulin pump stopped working. Customer stated they did not hear fluid when shaking the insulin pump. Customer stated they see fluid under the liquid crystal display and also insulin pump had crack on back. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.